Event description:
Plaintiff reports bilateral implantation 12/14/78 with replacement 7/10/80. Plaintiff adopts the master petition filed in cause no. 92-16550; in re: master silicone breast implant file.